Event description:
The process involves 2 main steps. 1st step is to calibrate the medication container's microchip, and then to verify that the medication in the container is the medication that the chip believes it is. This step involves hardware, software and human involvement. The 2nd step is to place the container with the medications into a large (room-sized) robot that operates like an assembly line and separates medications according to patient's medication list. In this event, the medication was supposed to be prozac, however, levaquin ended up at the bedside of 15 patients. It is unclear where the error occured-either at the initial calibration, at the verification, or at the robot/assembly line end.as a result of this event, it has been realized that the container's rfid chip can be re-programmed during the canister refill process with no step of the pharmacist check to discover a chip mis-identification of the drug in the canister to the drug actually in the canister. This has resulted in an opportunity to strengthen the technology to integrate increased safety checks. First, the company will be implementing an electronic re-verification that the rfid chip is not being reprogrammed with different drug information (writing prozac information onto the canister rfid chip currently programmed with levaquin information). Secondly, the company is determining how to integrate an automated/mandated verification that the drug information programmed to the canister barcode matches the drug information programmed on the canister rfid chip. These steps should prevent the risk of error that was observed.